Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that, despite the device having the atrial capture management feature programmed off, the carelink transmission showed the atrial capture management diagnostic trend with dates and times, but no values, as if atrial capture management had been active. The device is still in use. No patient complications have been reported as a result of this event.